Event description:
It was reported that the patient alleged the implantable pulse generator (ipg) depleted earlier than expected. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).